Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The helix extended and retracted within the product specification. Blood was noted in/on the helix mechanism, and there was a tip seal observation.

Event description:
It was reported that during the implant procedure, the helix was tested out of the body, and the helix successfully extended with 10 turns. After the lead was positioned, the test parameters were not good, so the helix was retracted and another attempt was made to try to position the lead, but parameters were still not good. The lead was explanted, and cardiac muscle tissue was found in the helix. The tissue was cleaned and the lead implanted again, but parameters were still not good after several tries. The lead was explanted again, and the helix was tested out of the body. It would not extend, even after 30-40 turns, and no tissue was found. The lead was not used, and the physician implanted a different lead. There were no patient complications reported as a result of this event.

Event description:
It was reported that during the implant procedure, tested helix out of body, helix successfully extended at 10 turns. After position, test parameters were not good, so retracted the helix and try to position again, but parameters still not good. Explanted the lead, cardiac muscle tissue was found in helix, cleaned tissue and implanted again, parameters still not good after several try. So explanted the lead again, tested the helix out of body, helix couldn't extend even after 30-40 turns, and no tissue was found. The lead was not used and the physician implanted a different lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.